Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pt experienced itching sensation and flushed skin. A motor stall occurred and was unable to turn the pump back on. The pt experienced withdrawal symptoms and was hospitalized. Pump was interrogated, and showed a motor stall took place. The pump was replaced and the pt recovered with sequela. The medication being delivered via the pump was morphine. Add'l info has been requested.